Event description:
It was reported that the runtime on the internal battery is not lasting as long as expected. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.